Event description:
It was reported that on (B)(6) 2015, intra-op, both balloons were inflated. Cement resistant technique was started by deflating one balloon tamp 1 cc and squiring cement from the other side. Balloon ruptured within 17 seconds of being in contact with cement. The product came in contact with the patient. No patient complications were reported due to this event.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.